Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine device check this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. Attempts to reprogram the configuration were made however resulted in muscle stimulation. It was reported the patient experienced shortness of breath but the cause was undetermined. An invasive procedure was performed. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.